Event description:
Kimberly-clark received a report from the (B)(6), stating, "the introducer tip broke during stomach gastropexy." The tip remained around the rest of the dilator so was able to be removed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record shows that product met manufacturing specifications. The device involved in the reported event has been returned to kimberly-clark. The analysis of the device is pending. If any additional relevant information is identified once the sample is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.